Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited noise and failure to capture. The rv lead was not used. The physician continued with the second rv lead and completed the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events of noise and failure to capture were not confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing, visual and x-ray inspections of the lead were normal with no anomalies found.